Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test due to protruded/loose drive support disk. Unable to verify motor error alarm due to the error at the basic occlusion test. However, the motor passed the motor test. The device was received with minor scratched display window, cracked reservoir tube lip, cracked reservoir tube, cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It is reported that a customer received a motor alarm on their insulin pump. The patient's blood glucose level was not recorded. The customer stated that there were no significant events that could have led to the issue. The customer was informed that the pump needed to be sent back for analysis and was advised to discontinue use of the insulin pump and to revert to the back up plan. No further information was provided.